Event description:
Boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device was tracking right atrial (ra) tachycardia events in the right ventricle (rv). As a result, the maximum tracking rate (mtr) and atrial tachycardia response (atr) feature were programmed to lower settings. Additionally, the post ventricular atrial refractory period (pvarp) was extended to 400 ms. No adverse patient effects were reported. Subsequently, the device was explanted due to normal battery depletion and returned for analysis. Routine initial device analysis indicated that further testing was required.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.